Event description:
A report was received that the patient was having difficulty charging. The physician explanted the ipg and implanted a new one. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient was having difficulty charging. The physician explanted the ipg and implanted a new one. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A returned product analysis indicated that the complaint of charging difficulty was not verified. The device was in hibernation upon receipt, and it was successfully charged in one charge cycle. A review of the device profile indicated that all the previous two charge cases were successful. The device functioned as expected.